Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity. The 2.5 x 8 mm nc trek balloon catheter was advanced; however, some resistance was noted with the vessel and the proximal shaft separated outside the patient anatomy. The trek was removed without issue and a new 2.5 x 8 mm trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.